Manufacturer narrative:
(B)(4). Baxter evaluated the device and found that the upstream sensor was failing. The false messages were found to be caused by low ultrasonic readings. Low ultrasonic readings make the device more sensitive and have been known to contribute to false upstream occlusion alarms. The failed upstream sensor was replaced. (B)(4).

Event description:
During review of the event history log it was determined that a repeating pattern of upstream occlusion alarms suggests that the device was falsely alarming for upstream occlusions. The occurrences suggest a device malfunction. Any patient involvement, injury or medical intervention is unknown.